Event description:
Reamers (possible product ids: 129726nd, 129728nd, 129730nd) on the hallulock set were sent to the hospital with bone debris on them. The tray with the reamers was used and sent by another facility to the hospital via the sales representative. The sterile processing department of the receiving hospital did not notice the debris and sterilized the tray/instruments. The scrub technician identified the debris as she was handing the reamer to the surgeon. The reamer was in the surgeon's hand ready to be used. The reamers were needed to finish the case but the tray/instruments were removed from the sterile field and not used in the surgery. There was no patient contact or patient injury. The surgeon regloved. Although they were not designed for hallulock, a movement great toe set was opened and the reamers from that set were used. They were not intended for this purpose but it worked. There was a surgical delay of 10 minutes.

Manufacturer narrative:
Other reamers in this incident: 129728nd (phalangeal reamer 18mm) and 129730nd (phalangeal reamer 20mm). The device involved in the reported incident is not expected to be received for evaluation. After the hallulock tray with the reamers was used and cleaned by the hospital, the tray was sent to another representative. An investigation has been initiated based upon the reported information.